Event description:
It was reported that the md inserted the femoral line into pt's femoral artery & received flashback indicating line was, at the time, in the artery. Md started to thread the needle into the vein & resistance was met. He continued to thread the spring wire guide (swg) further & shortly after realized it was stuck. He removed the catheter, but left the swg in place. Md then tried to slowly pull back on the swg in an attempt to remove it, but continued to meet resistance as he was pulling back. Eventually, the swg began to unravel. Md also tried to slowly pull back on swg to remove & was also unsuccessful. At that time, the swg was left in pt after vascular surgery determined it was actually inserted into the subcutaneous fat soft tissue. Pt underwent debridement that was needed at the time. Later that day, md removed swg easily with a small skin nick & forceps. There were no pt complications reported. Note: sales rep was notified of an event without any details on 1/9/08, however, physician was on vacation. Sales rep received details of event after the physicians return on 2/19/08.

Manufacturer narrative:
Sample will not be returned for eval.